Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code. Review of device data by boston scientific technical services confirmed the pd code refers to a benign memory corruption, and it does not affect operation and the device appears to be operating normally despite this code. The error can be reset using the programmer. The s-ICD remains in service and no adverse patient effects were reported.